Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential oversensing resulting in an inappropriate shock. Further evaluation is expected at the next follow up appointment. This device remains in service. No adverse patient effects were reported.